Manufacturer narrative:
The field service engineer (fse) who was dispatched to the hospital after the event, examined the ventilator and downloaded the logs. The fse performed a pre-use check and all tests were completed successfully. In the investigation of the ventilator, it was found that only one battery was installed in the battery slots. According to the log files, that battery was working according to specification. When the battery capacity decreased as the ventilation on battery power went on, all the alarms were generated at the right times and in the correct sequences. According to the user manual there shall be at least two batteries installed, for safe operation. According to the director of the respiratory department, the unit was used to bring an emergency department pt for a scan and back, but the ventilator was not plugged back into a wall outlet. Our conclusion is that the ventilator was working as per it¿s design and the cause for the reported event is that the operator has not acted on the provided alarms and, that there shall also be at least two batteries installed in the unit at all times for safe operation.

Event description:
It was reported that the ventilator shut down, while it was connected to a pt. There was no consequences or impact to pt. (B)(4).